Manufacturer narrative:
Lot number and reference of the device are unknown so no possibility to review DHR and traceability on that ref/lot. Attempts have been made and no further information on patient condition or medical intervention has been provided yet. Device still implanted.

Event description:
Mobi-c p&f us : incident an "incident" with mobi-c was reported. The patient had a two level mobi-c implantation (no incident reported during the surgery). Patient seems to have had a traumatic event post-op. Post-traumatic images was provided and shows spinous process fracture at one of the level where mobi-c was implanted. On lower level implantation, the superior plate as migrated.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the tracaebility, complaint data and device history records are unable to be reviewed. A revision occured at an unknown date, and sales rep. Was not able to attend the removal and surgeon not reponsed to request. Revision surgery went well and patient is doing good. No other information provided. Regarding information provided, root cause of prosthesis migration is related to patient trauma and not to the device. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Additional information was received on march 2nd. 2018 : per sales rep: a revision occured at an unknown date, and sales rep was not able to attend the removal and surgeon not responded to request. Revision surgery went well and patient is doing good.